Event description:
Hill-rom received a report from the account stating the CPR function was not working. The bed was located at the account on the 10th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR valve to resolve issue. Based on this information no further action is required.